Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not performing normally. When connected to a power source the pump battery depleted from 40% to 20%. The pump then charged up to 40%. Immediately after disconnecting from the power source the pump battery jumped from 40% to 65%. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received.